Manufacturer narrative:
Corrected data: the initial report has the wrong aware date. The correct date is jan 06, 2026. This current report provides the correction below. Section g3, date received by manufacturer: jan 06, 2026. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. The surgeon noticed a scratch on the lens and cut it out. A second iol of the same model was inserted. There was delay in the procedure. There were no complications such as a capsule tear vitrectomy, unplanned sutures, or medication outside the standard of care. The second lens ended up getting stuck in the loader. The surgeon had to cut open the second preloaded lens and manually load the it into a platinum cartridge and injector. The customer reported, ¿ implantation of the second lens went fine¿. The patient has fully recovered. No further information is available.